Event description:
It was reported that t:slim x2 pump battery would not charge and caller saw power source alert around time issue began while using tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Caller had already tried leaving wall adapter plugged into working outlet for at least 30 minutes and pump eventually began charging using original charging supplies, so pump did not shut down and no further assistance was required.